Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8171152. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being associated with the at the conclusion of our review. Customer returned 1 sample, gauge is 24g, cat 383083. Fm was found on tube near the y-connector. As per request, ftir analysis was completed on the yellow material observed in the tubing of the sample. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely crystallized medication.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with white foreign matter in tubing near prn.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with white foreign matter in tubing near prn.